Event description:
Customer reported a malfunction with the pump, indicated by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who was advised to use multiple daily injections (mdi) as a backup therapy.